Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that telemetry revealed abnormal pacing spikes and possible failure to capture on the both right atrial (ra) and right ventricular (rv) leads. After interrogation of the device, it was highly suspicious that the leads were reversed in the header. The patient was brought into the lab and fluoroscopy showed the leads were in appropriate positions. The pocket was opened and it was confirmed that the ra and rv leads were reversed in the header. Both leads were evaluated through the analyzer and were functioning normally. The leads were reconnected to the device in their appropriate positions and the pocket was closed. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.